Manufacturer narrative:
The facility did not return the impella pump product for investigation. Fluoroscopic imaging from the procedure was shared for analysis. Additionally clinical details were shared for analysis. The patient had an observed akinetic heart apex seen on echo prior to impella placement. The heart muscle wall might also be compromised and aneurysmal from the acute myocardial infarction 7 days prior. The investigation is still on-going at this time. When the analysis is completed, a supplemental report will be drafted.

Event description:
An impella cp was placed for hemodynamic support of a patient who had been refused cardiac bypass surgery by the cardiothoracic surgeons. After placement of the impella, the patient needed further support, and so a temporary pacer was placed. After the pacer was placed, the patient condition worsened and there was a pericardiocentesis done. At this time the decision was made to transfer the patient to the tertiary medical center for care. The medical team sent the patient to surgery and observed the left ventricle had been punctured and the impella was observed outside of the ventricle. The impella was explanted and the patient was supported by ECMO.

Manufacturer narrative:
Since the initial filing of the medwatch, the investigation has closed. No product has been returned to date. The root cause of the perforation of the left ventricle was most likely the advancement of the pigtail 10 minutes after initiating support. The left ventricle was more susceptible to perforation due to the akinetic and aneurysmal nature of the apex following a previous acute myocardial infarction. The failure mode will be monitored and trended.